Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During an unknown hand procedure on (B)(6) 2013, the quick coupling for k-wires did not hold the wire or pins securely and the small battery drive did not run at full capacity. It is reported a spare battery drive and coupling were used to complete the procedure with no further problem, no delay in procedure, and no harm to patient. No additional information was provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.